Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and carried out a gravity calibration and replicated the reported issue of the left mtm dropping down. The fse then moved the location of the surgeon side console (ssc) and replicated the reported issue. The fse then replaced the master tool manipulator (mtm2). The system was verified and use. Isi has received the left mtm to perform failure analysis. The reported issue was not confirmed nor replicated. A visual inspection did not find any issues that would be related to the reported event. The mtm was testing and passed all relevant test within specifications. As a result, failure analysis concluded the calibration was found to be the potential root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the master tool manipulator was drifting. The customer confirmed that there was no issue with the functionality of the system. The customer continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the instrument was inside the patient when the left master tool manipulator (mtml) drifted. It was also stated that the surgeon had removed their hands while their head was still inside the surgeon console¿s high-resolution stereo viewer when the drifting occurred. No errors occur at the time of the report. The issue was persistent after the mtml gravity compensation calibration, leading to the replacement of the mtml.